Event description:
It was reported that while a service tech was helping set up the or, he took the lightsource off of standby and thought the lightcable was hooked up to a scope. The scrub tech had set the lightcable on the drape over the patient's face. It was reported that the patient received 2nd degree burns on their cheek.